Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, almost empty easypump ii lt 270-135-s without packaging and one used, blue easypump carry pouch. The provided sample was subjected to a visual examination. As-received condition the clamp clip was missing. The patient connector was closed by a blue protective cap. Additionally the customer provided two blue tube clamps of a competitor. After opening the big white top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone) and a crack in the li-cone of the filling port. In addition we detected crystallized drug residues at the patient connector respectively at the blue protective cap. Afterwards the sample was subjected to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the blue tube clamp of the competitor) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. Due to the blocked pump and the crack in the li-cone of the filling port the provided sample is not in accordance with our requirements. However, blockage and crack at filling port is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): patient began chemotherapy on (B)(6) 2016 which was installed easypump and returned on (B)(6) 2016 to remove the infuser and found the same with a considerable amount of medication. It has been tested reflux of the catheter by a nurse and everything was ok. So we ordered for the patient to return two days later ((B)(6) 2016) so that the medication was infused completely, but returned with the same amount of medication within the infuser.